Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings due to patient's symptoms not matching their readings. As a result, the patient underwent a right heart catheterization. No recalibration was needed.

Event description:
Follow up revealed that the sensor was in fact recalibrated by 16mmhg.

Manufacturer narrative:
Patient weight.